Manufacturer narrative:
PMA/ 510k = k160229. One x echo-hd-22-ebus-o-c device of lot number c1241999 ((B)(4)) is awaiting return for evaluation. On return of the device the investigation will then be updated. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use, which in turn resulted in needle breakage and the distal tip of the needle becoming stuck and separating from the device. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. As the device has not yet been returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-3 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot # c1241999 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1241999; upon review of complaints, this failure mode has not occurred previously with this lot # c1241999. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician was carrying out the procedure with an echo-hd-22-ebus-o-c device and the needle was located in the 10r node. They had trouble retracting the needle back into the sheath, therefore, they ended up pulling quite hard on the retractor, and the needle broke off. There was no needle protruding into the airway so it was left in the node of the patient. The patient had no problems due to this occurrence. The patient was informed and understood. The needle had a very slight bend in it.

Manufacturer narrative:
PMA/ 510k = k160229. On evaluation of the returned device, it was noted that the handle was broken at the white shaft and a portion of the white shaft was stuck in the handle. The stylet was returned. The sheath of the device was examined and a kink was visible 3.5mm below the sheath extender when the sheath extender was positioned at reference mark 3.5 and the needle extender at reference mark 4. The needle was out of the sheath and the end of the needle was confirmed to be broken off. Needle length measured 97.5cm; full length of needle should be 99.5cm +/- 2mm according to specifications which would indicate that approximately 2cm of the needle broke off. A kink/bend was observed approximately 6cm from the sheath tip. There was damaged to the end of the sheath. The product & development engineer present commented that the needle most likely kinked and broke off when attempting to retract it and damaging the end of the sheath. It was not possible to determine the cause of the handle breaking. The customer complaint was confirmed as the needle was broken. As usage conditions could not be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot# c1241999 did not reveal any discrepancies that could have contributed to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician was carrying out the procedure with an echo-hd-22-ebus-o-c device and the needle was located in the 10r node. They had trouble retracting the needle back into the sheath, therefore they ended up pulling quite hard on the retractor, and the needle broke off. There was no needle protruding into the airway so it was left in the node of the patient. The patient had no problems due to this occurrence. The patient was informed and understood. The needle had a very slight bend in it.